Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Functional testing of the returned product found the rpms were within specification, the control bar was not flush with the master blade, and the device was within all calibration readings. Visual evaluation found no additional damages. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2023-01222-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Additional reports: 0001526350-2023-01221, 0001526350-2023-01222. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Event description:
It was reported that the dermatomes hand pieces had issues with harvesting correct skin thickness. The event occurred during surgery. There was no reported patient harm, or delay. Due diligence is in progress, no further information is available at this time.